Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, fold creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified wear abrasion, broken shell with sharp edge on the posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identified the thickness was within specification). Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.